Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 448 mg/dl. The customer stated that she went to the emergency room because the pump did not give her insulin. The customer had symptoms such as nausea and feeling sick. The customer's blood glucose during time of emergency room visit was 340 mg/dl. The customer treated with insulin through the pump. The customer was released from the hospital later in the day.